Event description:
Technician alleged that the brake casters ratchet slightly when in brake position. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.